Manufacturer narrative:
The lens has been cut in half across the optic. Only one half of the lens was returned in the lens case and carton for the replacement lens. The lens portion is from a multifocal toric lens. Power and resolution testing cannot be conducted due to only half of the lens being returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge with an unspecified handpiece. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. The root cause could not be determined for the reported double vision. Power and resolution testing cannot be conducted due to only half of the lens being returned. Information was provided that the multifocal toric 18.5 diopter with +3.00 add was replaced with a monofocal 19.0 diopter. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A materials manager reported that approximately 5 months after a multifocal intraocular lens (iol) was implanted it was exchanged for a monofocal iol due to the patient experiencing a double vision in her right eye postoperatively. Additional information was requested.